Event description:
While ventilator was connected to pt, "intermittent (ongoing for approx 3 weeks) ventilator would turn off and on numerous times at night. Ventilator does give audible inop alarm and reset alarm shows on display. The ventilator was plugged into ac power at the time of event," no pt harm.